Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling was not considered necessary as the reported damage is related to a handling issue during transportation or storage. No indications of material, manufacturing or design-related problems were found during the investigation surgical site infections (ssis) are a well-documented and relatively common complication following surgical procedures, with a global incidence of approximately 11% in general surgeries (gillespie, et al., 2021). In trauma surgeries, the risk is often elevated due to factors such as emergency conditions, open fractures, and limited time for optimal preoperative preparation.

Event description:
Subject: (B)(6), incompass total ankle study. Hematoma narrative: consistent and ongoing drainage from his lateral surgical incision. This has been increasing over the past several days which is concerning for a hematoma. Adverse event start date: 10 mar 2026, adverse event end date:17 mar 2026, surgery on study ankle. Update received on 20 mar 2026, admit, surgery and discharge date: (B)(6) 2026, weight at reoperation: 206 lbs, type of surgical intervention: deep infection or wound complication requiring operative debridement (without exchange of metal components in ankle replacement), with or without intact polyethelene exchange. No implants were removed.